Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was in the 30 to 60 mg/dl range. Customer treated their low blood glucose with food. Troubleshooting on the insulin pump was performed. Customer advised the reservoir and status screen showed the same amount of insulin. Customer was advised to follow up with their healthcare provider, monitor the insulin pump and monitor their blood glucose levels.